Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for hdl-cholesterol and triglycerides for a total of seven patient samples. Of the data provided, only the hdl results for four patient samples were discrepant. Patient sample 1 initial result was 0.04 mmol/l and the repeat result was 1.09 mmol/l. Patient sample 2 initial result was 0.04 mmol/l and the repeat result was 1.48 mmol/l. Patient sample 3 initial result was 0.06 mmol/l and the repeat result was 1.27 mmol/l. Patient sample 4 initial result was 0.03 mmol/l and the repeat result was 1.51 mmol/l. The initial results were reported outside the lab. The patients were not adversely affected. The hdl reagent lot number was 681437. The expiration date was requested, but was not provided. The field service representative checked the reagent probe and washing which were okay. Precision testing was performed with good results.

Manufacturer narrative:
The investigation could not determine a specific root cause. Based on the provided reaction kinetics, it was suspected too little or no was sample pipetted, therefore and issue with the sample probe was suspected. The provided alarm trace showed analyzer alarms relating to sample aspiration near the time the questionable results were generated.